Event description:
Lot# 2007149 provided

Manufacturer narrative:
Additional medical device lot #: 2007149 medical device expiration date: 2026-12-31 device manufacture date: 2022-01-07 medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown h3 other text : see narrative below

Manufacturer narrative:
(B)(4). - follow up MDR for device evaluation. During review of the process, process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "needle clogged/blocked"

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.